Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the reported event. A philips remote service engineer (rse) assessed the system remotely and discovered that it was not starting up properly. The issue was identified as a corrupted configuration file (xims.xml), which was preventing the xper im application from launching. The rse fixed the corrupted configuration file, thus resolving the startup issue. After the configuration file was repaired, the system started up correctly, and the xper im application launched as expected. Following that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.